Event description:
An optometrist reported that a patient presented with a 9 day history of red eyes while wearing contact lenses. The optometrist suspected corneal ulcers o.u. With a secondary infection and referred the patient to an ophthalmologist. A culture was not done, and the patient was treated for presumed microbial keratitis. The symptoms had resolved and the epithelium had healed. Residual scars were peripheral and did not effect the patient's vision. Since the initial report the optometrist now believes the patient may have experienced bilateral contact lens peripheral ulcers (clpu), and not microbial keratitis. Clarification of the event diagnosis has not been received from the opthalmologist.